Event description:
This is report 3 of 4 for pc-(B)(4).

Manufacturer narrative:
This report is for an unknown screw/unknown lot. Part and lot numbers are unknown; UDI number is unknown. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2020, the 27mm locking screw did not lock into the distal tibial plate. A total of three unknown screws would not lock into the plate. There was a surgical delay of fifteen minutes. The procedure was successfully completed. The patient was stable after the procedure. Concomitant devices reported: unknown plate (part# unknown, lot# unknown, quantity# 1) this report is for one (1) unknown screw. This is report 3 of 3 for (B)(4).